Manufacturer narrative:
Clarification of event was provided. During placement of the coil in an a-com aneurysm after other coils had been previously implanted, an attempt was made to reposition the coil. During an attempt to remove the coil, it could not be removed from the previously implanted coils and detached in the aneurysm. No segment of the detached coil extended into the parent vessel. The detached implant coil remains implanted completely within the aneurysm. The pusher was removed from the patient without incident. The patient is reported to be "fine."

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during repositioning of an embolization coil in an anterior communicating artery aneurysm, the coil detached in the aneurysm. The entirety of the detached portion of the implant was inside of the aneurysm. There was no reported patient injury or additional intervention.